Event description:
Patient underwent a generator replacement. The explanted generator was received but product analysis has not been completed to date.

Event description:
The returned generator underwent product analysis. The device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generators output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. There were no performance or any other type of adverse conditions found with the pulse generator, and the pulse generator performed according to functional specifications.

Event description:
Patient presented with bad seizures and was admitted into the hospital. The patient's physician then referred the patient for a battery replacement to upgrade to the sentiva generator model. No known surgical intervention has occurred to date. No other relevant information has been received to date.